Manufacturer narrative:
The unit was returned for evaluation on 25-nov-2025. The return reason of oxygen error is confirmed since zeolite dust existed in the unit, which was possibly caused by the breakdown of the zeolite particles. This occurs when the zeolite rubs against one another. Over time this can lead to multiple errors. This dust is so fine it can escape the column frits and contaminate the muffler with zeolite dust.

Event description:
It was reported that the patient's stationary unit stopped working. It was beeping and there was a fine white dust coming from the unit. As a result, the patient's oxygen saturation levels had dropped significantly causing their fingers to turn blue and causing them to feel disoriented. They were unable to access their backup portable unit, however the patient's son provided a backup oxygen source to ensure the patient got enough oxygen. The patient did not have to go the hospital nor did they have to contact emergency services. The patient has received a replacement unit and it is working well for them.